Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient saw a power on reset (por) message. It was noted that there was no por message when the patient met with their healthcare provider (hcp) and manufacturer representative on the date of the call. No symptoms or complications were reported.